Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted due to pop and sui. It was reported that following insertion the patient experienced pain, urinary problems, recurrence, erosion, infection and other unspecified issues. It was reported that the patient underwent mesh removal in (B)(6) 2011 due to pain and urgency. (B)(4).

Manufacturer narrative:
It was reported that patient underwent tvh and bso, combined anterior and posterior repair with enterocele repair and bilateral uterosacral vaginal vault suspension (B)(6) 2011.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided